Event description:
The consumer stated that when she first opened the tampon package, she noticed there were small pieces of cotton sticking out from the top of the pledget. She stated that she only used a couple of them then stopped use.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.